Event description:
The complaintant alleged while monitoring an elderly patient (age unknown) being treated for cardiac arrest, the device displayed only a green dot. The complainant indicated that the clinician was able to obtain another device to monitor the patient. The patient subsequently expired.